Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the reported issue could not be replicated. The unit passed all functional and safety tests and was returned to customer.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before using the counterpulsation, the cs100 intra-aortic balloon pump (iabp) EKG end anomaly. There was no patient involvement.